Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and numerous inappropriate shocks for sinus tachycardia. Therapy was reported to have been exhausted. Boston scientific technical services discussed programming options with the local boston scientific field representative. There were no adverse patient effects. The device remains in service.